Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been admitted to the hospital one two occasions with slow ventricular tachycardia (vt). With the first admission the patient was indicated to have been hemodynamically compromised and was unresponsive. Reprogramming was done to change the vt detection zone and provide more aggressive anti-tachycardia pacing (atp). The patient was admitted again 5 days later after having received a shock. The physician questioned why there was a delay in high voltage therapy being delivered. Review of the episode indicated that the delay was due to the speed of the rhythm being in a zone with exhausted atp therapies. When the rhythm accelerated into a different therapy zone the patient received the high voltage therapy per programming. The patient was transferred to another hospital to undergo an ablation for vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.